Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the unit was overheating. It was further reported the unit intermittently was powering off.